Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
This event is part of smart-sf clinical study. It was reported that a (B)(6) male patient with a medical history of systematic atrial fibrillation underwent an afib procedure on (B)(6) 2015 with thermocool smarttouch ablation catheter. The patient went to emergency department on (B)(6) 2015. Per emergency department note, patient stated woke up with heart rate of 160 and felt dizzy. EKG showed paroxysmal supraventricular tachycardia (svt). Patient responded immediately to valsava maneuvers and converted to normal sinus rhythm (nsr). The issue was resolved without sequelae. The principal investigator assessed this event as not device related and possibly procedure related event. This event was originally reported under report #: 9673241-2015-00697. Bwi employee became aware that smarttouch sf unidirectional ablation catheter was also involved in the procedure on (B)(6) 2015, which reset the awareness date of current report to (B)(6) 2015.